Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor error alert. Customer also reported the sensor electrode or needle was fractured inside their body. Customer reported the sensor was inserted at their belly. The customer observed the cannula/needle break before insertion. Customer stated the sensor needle was hard to remove. Customer's blood glucose was unknown. The sensor will not be returned for analysis.